Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tubelip, cracked battery tube threads and broken pump belt clip slot. The insulin pump pump was received without the original pump belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.